Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the meter is not giving accurate bolus advice. She states the concern with bolus advice just started a month ago. She alleges that the meter is not telling her to take enough insulin. She stated that if the meter showed her blood glucose result was 400 mg/dl, the meter would say to take between 2-4 units, but she knows she should take 6 units. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.